Event description:
It was reported that the customer experienced a low blood glucose (bg) level (19 mg/dl). Assistance from emergency medical technicians (emts) was required due to the customer losing consciousness. Emts administered glucogen gel to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.